Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2024. During the procedure, the metal wire was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2024. During the procedure, the metal wire was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was found to be slightly bent but not broken. The ligator housing was not used. No other problems with the device were noted. The reported event of trip wire break was not confirmed. Based on the available information, the trip wire was inspected and found to be only bent. This could have occurred due to the handling of the device during preparation, as it was observed that the device was not used and the ligator housing returned unpacked. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.